Event description:
Initial reporter indicated that they were having issues with their handheld not holding a charge and their (B)(4) handheld computer being frozen on the (B)(4) screen. The products were returned for analysis and met specs. A programming wand was returned also and it was noted in product analysis that the serial data cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.